Event description:
It was reported that the customer was experiencing high blood glucose for the past several days. It was stated that the customer changed the infusion set four times. Performed a fixed prime test and the insulin exited. Ran a high pressure test and the device passed the test. During the call, it was stated that the customer went to the hospital with ketones. It was stated that the customer experienced a bad infection not related with the insulin pump a couple of weeks ago, and it may have caused the high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.